Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultramini meter was reading inaccurately high. The medical affairs specialist spoke to the pt on january 3, 2008. On two days earlier, the pt tested his blood glucose in the morning and obtained a "normal" result. He takes humalog based on his blood glucose results; however, he did not take any insulin for the "normal" result. He also takes lantus in the evening as a set amount. The pt then reported a meter result of 141 mg/dl, obtained at 11:30am. Again, he was not required to take his humalog based on his sliding scale. About 10 mins after the test, the pt started having low blood glucose symptoms. The pt and his wife were going to a restaurant for lunch, so the pt took a glucose tablet and drank orange juice. However, on the way to the restaurant his symptoms did not improve. He was assisted into the restaurant and was able to eat. He reportedly felt better several hrs later. The pt was comparing his meter to normal readings/feelings, which is an anecdotal comparison. The meter was replaced. This complaint is reported because the pt alleges he received and inaccurately high reading on the lfs product within 10 mins of having low blood glucose symptoms, which required self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.